Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was loose and not secure as well as unspecified error code. Customer¿s blood glucose was unknown. Customer stated that the insulin pump had received frequently did not get no delivery alerts in middle of the night and rewind more than once and prime. Customer stated that the diminished battery life and crack near battery cap and scratched on the display. Troubleshooting was not performed. Insulin pump will not be returned for analysis